Event description:
It was reported that the patient presented with abnormally high capture thresholds on the right atrial lead. Further investigation revealed recessed leads within the body, indicating a partial dislodgement. The right atrial lead was capped and replaced due to dislodgement. The patient tolerated the procedure well and was stable before, during, and after.